Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and the pump was no longer functional. Reportedly, the customer did not know how the touch screen became cracked. The customer's blood glucose level was 275 mg/dl and was addressed with manual injections. The customer confirmed that an alternate method of insulin delivery was available.